Event description:
It was reported to tyco/kendall healthcare that a customer had a problem with a dual lumen PICC. The customer reports "PICC leaking from catheter, not sure where from, also the primary lumen hub is cracked."

Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.